Event description:
A medtronic representative reported that, while in cranial procedure, the system had slowness and was unresponsive during the 3d model build and edit phases of the software. Touch-n-go and pointmerge registrations were unsuccessful. After re-booting they were able to pass pointmerge with less than 5cm predicted error. The surgeon deemed they were accurate and completed the procedure with the use of the stealthstation s7 system. There was no impact on patient outcome.

Manufacturer narrative:
Based on the description of the alleged malfunction it is determined that nexstones computers are more vulnerable to performance degradation due to large exams than rollingstones computers due to resource limitations. Medtronic engineering is unable to determine root cause without further information or troubleshooting.

Manufacturer narrative:
Patient information not provided; site quoted (B)(6) regulations that prohibit. RMA issued. Suspect computer has not been returned to manufacturer for further evaluation. A medtronic representative, at the site, installed a new computer. Performed a navigation system check-out, all areas passed; and a hardware upgrade. Issue resolved with replacement of computer.

Manufacturer narrative:
The suspect computer was evaluated in house by the manufacturer. Findings are as follows: system booted normally first time. Launched synergy cranial software application, system immediately became unresponsive. Approximately 3 minutes elapsed before the application advanced (clicked on "admin" in lower right) then system displayed the medtronic synergy experience banner and became unresponsive. Restarted system (via internal pause/start switch). Launched the mach cranial 5.2.5 software application. Mach cranial application launched normally. Performed auto merge and 3d model build without issue. Loading 3d data for model was noticeably slow and after 5 minutes still not complete. Forced reboot again. Diagnostics test revealed hard drive fault during full read analysis. This fault caused degraded performance of the system. Hard drive malfunction directly caused event.